Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high compared to her normal readings. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The alleged issue occurred approximately "one week" prior to contacting lfs. The patient reportedly was receiving inaccurately high blood glucose values of "170's and 180's mg/dl" on the subject meter and reportedly was taking more insulin in response to the alleged high readings. The patient alleged that she had been experiencing migraines and attributes the migraines to the increase in insulin she had been administering. The patient advised the mss that her normal blood glucose values range between "80-140 mg/dl" and manages her diabetes using an insulin pump with novalog, 35 units spread throughout the day based on her blood glucose readings as well as metformin pills (2500 mg per day). The patient stated that she tested her blood glucose on the subject meter on (B)(6) 2011 at approximately 6:30am and received a reading of "178mg/dl" and took more insulin (unknown dose) in response to the reading. She claimed that soon after testing on this day she experienced the "migraines" and the ems was called. When the ems arrived, they reportedly tested her blood glucose on the ems meter and received a result of "121 mg/dl" at 6:40am. The patient reported that she went to the ER at 7am and was given medication for migraines, was administered a glucagon injection and was later released that day. On (B)(6) 2011 the patient claimed that she went to see her doctor at 4:30pm due to "passing out" earlier in the day and because the left side of her face was "crooked." The patient could not recall what her blood glucose readings were on that day or if she tested prior to passing out. The doctor reportedly tested her blood glucose on an hcp meter (type unknown) and got a result that was "60 points lower than the patient's passed readings" (exact test results were unknown). The patient was reportedly sent to the hospital by her doctor at 6pm that evening. The patient claimed that a a1c test was performed and the result was 7.1 %. She did not recall if a standard blood glucose test was performed at that time. The patient reported that she was released from the hospital on (B)(6) 2011 with medications for other health-related conditions. At the time of troubleshooting, the cca noted that the unit of measure was set correctly. The patient did not use control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated by an hcp after administering more insulin based on alleged inaccurate high readings with the subject meter.

Manufacturer narrative:
Follow-up # 1 (08/10/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.